Manufacturer narrative:
UDI: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in an intravia container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted a loose white particle floating in the saline solution inside of the bag. The reported condition was verified. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.